Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty pairing multiple dexcom g7 sensors to the ilet, with successful pairing occurring only after confirming the correct four-digit sensor code; the user had initially paired the sensor to their phone before the ilet, and no device alerts or alarms occurred. Symptoms included hyperglycemia, with a reported maximum blood glucose of 310 mg/dl and approximately two hours above target, without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included call-center troubleshooting and user education focused on correct pairing workflow and sensor code verification. Investigation of this case revealed that proper entry of the sensor code and pairing sequence resolved the connectivity issue. It was concluded that the event involved user-related pairing to the phone prior to pairing to the ilet, with no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.